Event description:
Additional information has been provided regarding the outcome of the patient. The patient survived the event and was discharged from the hospital. No adverse effects were caused to the patient as a result of the reported failure.

Event description:
It was reported that during a patient event, the customer's device lost power during use. The patient was reported to be in a full cardiac arrest (witnessed) and when the customer arrived, CPR was in progress. The customer's device was connected to the patient and almost immediately, the device successfully delivered a defibrillation shock. After approximately two minutes of care, the device lost power. A backup device arrived on scene after a minimal delay (unknown time) and continued patient care. Additional details regarding the patient event have not yet been provided. It is unknown if the patient survived the event.

Manufacturer narrative:
The initial medwatch should have indicated : device manufacturer date - (B)(4) 2010.

Manufacturer narrative:
Physio-control further evaluated the device and battery and determined that the battery was approximately 4 years old and had likely become depleted normally due to age and use. During testing of the battery, it went from a "low" state to a "very low" state. In a "very low" state, the battery would not have sufficient power for effective defibrillation therapy. After evaluation of the battery itself, there were no discrepancies found. The customer received a replacement battery. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation has been confirmed through functional and performance testing and the device will be returned to the customer for use. The cause could not be determined.

Manufacturer narrative:
The supplemental medwatch report indicated: physio-control further evaluated the device and battery and determined that the battery was approximately 4 years old and had likely become depleted normally due to age and use. During testing of the battery, it went from a "low" state to a "very low" state. In a "very low" state, the battery would not have sufficient power for effective defibrillation therapy. After evaluation of the battery itself, there were no discrepancies found. The customer received a replacement battery. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. The supplemental medwatch should have indicated: physio-control further evaluated the device and battery and determined that the battery was approximately 4 years old and had likely become depleted normally due to age and use. An evaluation of the battery found that one of the internal battery cells had a higher than normal internal resistance and measured lower than the other three battery cells. During testing of the battery, it went from a "low" state to a "very low" state. In a "very low" state, the battery would not have sufficient power for effective defibrillation therapy. After evaluation of the battery itself, there were no discrepancies found. The customer received a replacement battery. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.